Event description:
It was reported that "some blood flew back from the sheath valve while in use on a patient. Therefore, the sheath was removed and replaced with a new one." Additional information received stated that the access site of the sheath was the femoral site, unknown which side was used. To clarify on the statement "some blood flew back from the sheath valve", it was noted that "when the user removed the dilator from the sheath, small amount of blood was leaking from the sheath valve." No patient harm or consequence reported. No medical intervention required. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "some blood flew back from the sheath valve while in use on a patient. Therefore, the sheath was removed and replaced with a new one." Additional information received stated that the access site of the sheath was the femoral site, unknown which side was used. To clarify on the statement "some blood flew back from the sheath valve", it was noted that "when the user removed the dilator from the sheath, small amount of blood was leaking from the sheath valve." No patient harm or consequence reported. No medical intervention required. Patient condition reported as "fine".